Event description:
On 6/96, the pt, a 23 year old male, 164 lbs, was involved in a motorcycle accident. He sustained a sgrade 3-b open fracture of the right femur and underwent open intramedullary nailing of the femur. In early 1/97, office visit x-ray revealed that screws had failed and pt was in process of developing a delayed union of the femur. On 1/9/97, pt admitted for removal of broken screws.